Event description:
Note: this report pertains to one of two flexima biliary stents used in the same procedure. Manufacturer report # 3005099803-2012-01165 addresses the first device, while manufacturer report # 3005099803-2012-01166 addresses the second device. It was reported to boston scientific corporation that two flexima bilary stents were used during a stent placement procedure performed on (B)(6) 2012. According to the complainant, the stents were being placed in a malignant biliary stenosis. During the procedure, when the first stent was attempted to be released, resistance was met and the guide catheter broke. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. The second stent was inserted; however when the stent was attempted to be released, resistance was met and the guide catheter also broke. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to one of two flexima biliary stents used in the same procedure. Manufacturer report # 3005099803-2012-01165 addresses the first device, while manufacturer report # 3005099803-2012-01166 addresses the second device. It was reported to boston scientific corporation that two flexima bilary stents were used during a stent placement procedure performed on (B)(6) 2012. According to the complainant, the stents were being placed in a malignant biliary stenosis. During the procedure, when the first stent was attempted to be released, resistance was met and the guide catheter broke. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. The second stent was inserted; however, when the stent was attempted to be released, resistance was met and the guide catheter also broke. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The delivery system and stent were returned for evaluation with the stent loaded on the delivery system via suture. Visual evaluation revealed no damage to the stent component or suture. The push catheter was found kinked. The guide catheter was stretched, but was not broken at any location. A minor kink was noted in the distal end of the guide catheter, indicating the suture embedded inside the guide catheter during use. Functional evaluation was performed; the guide catheter was retracted to deploy the stent. The stent was deployed; however resistance was met, likely due to the kinked push catheter. Based on the condition of the returned device, the complaint that the guide catheter broke was not confirmed; therefore, this is no longer an MDR reportable event. It is likely that difficulty was experienced during deployment due to procedural or anatomical factors encountered such as tortuous anatomy or maneuvering of the device, which lead to the noted damages. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted.

Manufacturer narrative:
Patient age, gender, and weight are unknown. Physician name - two physician names were reported, dr. (B)(6) and (B)(6). For the reported event of guide catheter broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.